Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarx balloon catheter and a polarsheath were selected for use. When probing the left superior pulmonary vein the physician already expressed the suspicion that it could be the left atrial appendage, but he was unsure. After inflating the balloon and contrast agent injection, the fluoroscopy showed a massive liquid flow around the balloon. Pericardial effusion was confirmed via the cardiac ultrasound. The procedure was paused immediately and the emergency measures initiated for pericardial effusion were successful and the patient was quickly stabilized. No further patient complications were reported. It was indicated that the devices will not returned due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarx balloon catheter and a polarsheath were selected for use. When probing the left superior pulmonary vein the physician already expressed the suspicion that it could be the left atrial appendage, but he was unsure. After inflating the balloon and contrast agent injection, the fluoroscopy showed a massive liquid flow around the balloon. Pericardial effusion was confirmed via the cardiac ultrasound. The procedure was paused immediately and the emergency measures initiated for pericardial effusion were successful and the patient was quickly stabilized. No further patient complications were reported. It was indicated that the devices will not returned due to contamination.